Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event.the patient was treated with vancomycin (500 mg, frequency, duration and route not reported) and amikacin (250 mg, frequency, duration and route not reported). At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient died due to another indication, however, it was not reported if the patient recovered from the peritonitis prior to death. It was not reported if the patient was hospitalized prior to death. It was not reported whether the dianeal therapy was ongoing until the time of death or if the patient was performing peritoneal dialysis (pd) therapy at the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.